Manufacturer narrative:
The astral device was returned to resmed. Evaluation did not confirm or replicate the reported ventilation issue. However, the reported battery issue was confirmed. The internal battery will be replaced to address the issue. The device will be serviced and fully tested before returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device was not ventilating properly and displayed a battery error message. There was no patient harm or serious injury reported as a result of this incident.